Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer called in originally reporting complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after applying the blood sample to the test strip. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 419 mg/dl and e-0 using truemetrix meter. Customer stated the result of 419 mg/dl is far too high as his normal non-fasting range is 140-185 mg/dl. Customer stated he always performs his daily blood glucose tests within two hours of his bowl of cereal and injection of insulin every morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2017 and open vial date at time of call is less than 120 days. Customer stated he has not had any recent changes in medications. Customer stated he is not concerned with any other results obtained from the meter's memory, he is only concerned with the result of 419 mg/dl obtained during the troubleshooting process. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:419mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer called in originally reporting complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after applying the blood sample to the test strip. During the call on (B)(6) /2017, a back to back blood test was performed by the customer non-fasting and produced test results of 419 mg/dl and e-0 using truemetrix meter. Customer stated the result of 419 mg/dl is far too high as his normal non-fasting range is 140-185 mg/dl. Customer stated he always performs his daily blood glucose tests within two hours of his bowl of cereal and injection of insulin every morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2017 and open vial date at time of call is less than 120 days. Customer stated he has not had any recent changes in medications. Customer stated he is not concerned with any other results obtained from the meter's memory, he is only concerned with the result of 419 mg/dl obtained during the troubleshooting process. The meter memory was reviewed for previous test result history: (B)(6).